Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a hcp regarding a consumer who was implanted with a neurostimulator for unknown mgu therapy. It was reported that a couple of years ago the patient had a replacement possibly due to premature battery depletion as well. The most current replacement was their third ipg in three years. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that battery depletion seemed premature. At this point the urogynecologist was speculating that battery depletion was due to the pain stimulator because they are both on the same side of the body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device would not be returned for analysis as the surgery center refused to do so. There were no further complications reported/anticipated.